Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition to the above findings, it was also determined that the device need to be scrapped.

Manufacturer narrative:
The manufacturer previously reported information on a device that was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition to the above findings, it was also determined that the device need to be scrapped. This report was filed in error with an incorrect cfn/fei #MFR 3004961434-2023-00010. A new report was filed under the correct cfn/fei # MFR 2518422-2023-35999